Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller was returned for evaluation. No device malfunction was reported against the controller; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Failure analysis revealed that the device passed functional testing and visual inspection. Log file analysis revealed that the controller in use during the reported event did not contain the smr software. Additionally, log file analysis revealed one power disconnect alarm and several critical battery alarms due to communication errors. The most likely root cause of the power disconnect and critical battery alarms can be attributed to communication errors between the controller and battery. An internal investigation evaluated communication errors. If information is provided in the future, a supplemental report will be issued.

Event description:
A controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.